Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.

Event description:
It was reported that the right ventricular lead had unacceptable thresholds and had perforated the myocardium. The lead was explanted and replaced. No further patient complications were reported as a result of this event.